Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the verse x25 inserter/tightener (p/n: 299704230, lot #: gm4458804) were received at us cq. Upon visual inspection of the complaint devices, the tip of the device was observed to be stripped/worn out. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition, hence complaint can be confirmed due to the deformed condition of tip of the returned device. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm4458804 was released in a two batches. Batch1: lot qty of (B)(4) units were released on 25 jan 2016 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 23 jan 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the expedium verse spine system inserter slipped during final tightening. Upon inspection, the threads looked stripped. There was no surgical delay. The procedure was successfully completed using an alternative inserter. There was no patient consequence. This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 1 of 1 for (B)(4).